Event description:
A 67-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's caregiver informed novocure that during a visit the previous month, she had observed a sore on the left side of the patient's head that had worsened and opened slightly. The caregiver indicated that the arrays may have been pulling at the skin, exacerbating the condition. On (B)(6) 2024, further information was received indicating that the wound exhibited signs of yeast proliferation. The patient was assessed by the surgeon on (B)(6) 2024, due to the deteriorating condition, and a surgical procedure was anticipated to address the wound dehiscence and to cleanse the yeast infection. On (B)(6) 2024, the prescribing physician confirmed the presence of wound dehiscence, noting that the event was possibly related to optune gio therapy. At the time of the report, the patient remained on optune gio therapy avoiding the affected area.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound dehiscence and wound infection, cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include: concomitant use of bevacizumab, (carries a black box warning for wound complications. Source: bevacizumab prescribing information), and dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
On november 13, 2024, novocure received new information from the patient's caregiver stating that the patient temporarily discontinued optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient underwent surgery due to wound dehiscence and infection. As of (B)(6) 2024, the patient still had sutures remaining from the surgery. A follow-up appointment with the patient's surgeon was scheduled for (B)(6) 2024, and with the patient's healthcare provider on (B)(6) 2024. Novocure discovered that the clinical code (e) 2447 in the initial submitted medical device report (MDR) was incorrect. The correct clinical code (e) is 2446.